Event description:
It was reported that a spectrum infusion pump falsely alarmed air-in-line in the ICU. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom false air-in-line alarms through review of the event history log, but did not reproduce it. The evaluation found that the ultrasonic readings with a fluid filled tube were below specification, which is a known contributor to the reported symptom. The ultrasonic sensor and ultrasonic pusher were replaced.